Manufacturer narrative:
The facility has elected to remove the light from further svc. The retaining clip released the assembly after several yrs of use. The clip was found to be bent and the groove for the clip was degraded due to rotating lights around the suspension tube over the device life. Wear and limited maintenance appear to be contributing factors.